Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited erosion and infection and was part of the system revision. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited erosion and infection. Reportedly, the entire system was extracted, except could not get distal coil of rv lead . Moreover, the rv lead's distal coil was left inside the patient. A revision was performed and the pacemaker along with the lv, and ra leads were explanted. There were no additional adverse patient effects reported. The rv lead was not returned.

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited erosion and infection. Reportedly, the entire system was extracted, except could not get distal coil of rv lead . Moreover, the rv lead's distal coil was left inside the patient. A revision was performed and the pacemaker along with the lv, and ra leads were explanted. There were no additional adverse patient effects reported. The rv lead was not returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction on b5, h2, h6 patient codes and device codes.